Event description:
Patient reported, left side rupture. Lump and "breast is all deformed and hanging", confirmed through a MRI, mammography and ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture, lump and "breast is all deformed and hanging" confirmed through a MRI, mammography and ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b. G.2., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as surgical impact opening. Shell thickness within specification. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture, lump and "breast is all deformed and hanging" confirmed through a MRI, mammography and ultrasound. Device has been explanted.